Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged dizziness, nausea, headaches, dry mouth, eye irritation, decrease vision. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Codes in section h6, date of event in section b3, address in section e1 were updated or corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused hypersensitivity and inflammatory responses,chest pressure and chest pain, coughing and unexplained breathlessness. Additionally, kidney and liver dysfunction and low blood oxygen levels. The patient did receive medical intervention with prescription medications for the chest pain when in the emergency room. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused hypersensitivity and inflammatory responses,chest pressure and chest pain, coughing and unexplained breathlessness. Additionally, kidney and liver dysfunction and low blood oxygen levels. The patient did receive medical intervention with prescription medications for the chest pain when in the emergency room. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.